Manufacturer narrative:
Block h6: imdrf code a090208 is being used to capture the reportable event of poor-quality image. Block h9 (correction/removal reporting #). On october 3, 2023, boston scientific issued a product removal notice (97090504-fa) to recall certain batches of the exalt model d single-use duodenoscope following an increase in reports of poor image quality due to fluid ingress in the lens. To address this known, uncommon malfunction, boston scientific has implemented corrective changes for replacement exalt model d scopes. Block h11: block d3- manufacturer name has been corrected to boston scientific corporation. Block d3- manufacturer address 1 has been corrected to 300 boston scientific way. Block d3- manufacturer city has been corrected to marlborough. Block d3- manufacturer state has been corrected to ma. Block d3- manufacturer zip/postal code has been corrected to 01752. Block d3- MFR country has been corrected to united states.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2023. Upon testing the scope, a honeycomb-like image appeared on the camera and distorted the view. A second exalt model d scope was opened and the procedure began using the second scope. During the procedure, while the scope was inside the patient, a honeycomb image appeared on the second scope as well. The procedure was completed using the second scope that presented the malfunction. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf code a090208 is being used to capture the reportable event of poor quality image.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2023. Upon testing the scope, a honeycomb-like image appeared on the camera and distorted the view. A second exalt model d scope was opened and the procedure began using the second scope. During the procedure, while the scope was inside the patient, a honeycomb image appeared on the second scope as well. The procedure was completed using the second scope that presented the malfunction. There were no patient complications as a result of this event.